Event description:
It was reported that the insulin pump had alarmed for a motor error during a bolus. The insulin pump may have been exposed to a strong magnetic field because the customer works in a hospital. The blood glucose reading was 230 mg/dl. The insulin pump had not been dropped or bumped. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the insulin pump was received stuck in a motor error alarm during bolus or basal delivery loop. An error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.